Event description:
It was reported that the right ventricular (rv) lead had high impedance values. It was suspected that the lead was fractured. The rv lead was extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and a lead impedance out of range alert triggered. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 8760 of 10753 lifetime ventricular sic occurred since 14 june 2013. An out of tolerance subthreshold lead impedance alert was recorded on 13 september 2012. The maximum ventricular pace impedance is greater than 4000 ohms throughout the record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.